Event description:
It was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. Customer will return the charging supplies for replacement, as coordinated by technical support.